Event description:
The customer reported an alarm during the annual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an alarm during the basic occlusion test due to a loose drive support disk.